Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -4.0/1.0/090 (sphere/cylinder/axis), was implanted into the right eye (od) of a patient with suspected keratoconus on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vault, elevated iop, and significant reduction of iridocorneal angles. Cause of the event is unknown. The problem was resolved.